Event description:
Philips received a complaint by the customer on the v60 indicating that during set up of the device, it was observed that the touchscreen is unresponsive. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that the screen was cleaned, and calibration passed but later the problem reoccurred, requests part ID to correct the issue. The rse provided parts ID for the touchscreen per customer request. The customer replaced touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.